Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm .

Event description:
A report was received that the patient has a failed leads and ipg. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was experiencing inadequate stimulation. It was also reported that the patient had lost weight causing ipg flipping and pocket pain. The patient underwent an explant procedure. The device was working properly. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient has a failed leads and ipg. The patient will undergo an explant procedure.